Event description:
It was reported that during an arthroscopy of the left tmj and removal of 4 wisdom teeth the handpiece allegedly heated up and burned the left lower portion of the lip including the vermillion border. The burn was classified as a moderate second degree burn, and was treated with saline and neosporin. The procedure was able to be completed with another handpiece which was on hand. There is no expected scarring at this time.

Manufacturer narrative:
The handpiece and attachment were returned to the manufacturer for investigation. The handpiece performed according to specifications, but there was corrosion found within the attachment. This was the first time that the attachment had been returned to the manufacturer.